Event description:
Information was received from a consumer regarding a patient who was receiving clonidine and dilaudid (unknown concentration and dose) via an implantable pump. Indication for use was malignant pain. The date of the event was (B)(6) 2017. It was reported that on (B)(6) 2017 the pump stopped. The reporter then clarified the pump was working but stopped delivering pain relief. The pump was checked with the clinician programmer and it was working fine. Computed tomography (CT) scan was done twice and all ¿the lines were working¿. The patient was hospitalized because the pain pump failed. On (B)(6) 2017 the patient was hospitalized for 8 days because no one could figure out what to do at the hospital. The hospital reached out to the physician. The hospital took the medication out of the pump and refilled it. The patient got a little better, enough to go home. The patient saw the physician on (B)(6) 2017 but that "was not helpful." The patient was "still in a huge amount of pain" and close to going back to the hospital. No further complications were reported.